Manufacturer narrative:
This device remains implanted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported, that this pacemaker device is suspected of having a premature battery depletion. In (B)(6) 2021, the estimated battery longevity was 4 years remaining. At the most recent in (B)(6) 2023, the estimated battery longevity was 1 year remaining. A revision procedure will be scheduled in the near future. No adverse patient effects were reported. The device remains implanted.